Event description:
During preparation for cardiopulmonary bypass, when the pump power cable was connected to it, the roller pump would not operate. Moving the power cable to an alternate pump successfully powered on that pump. There was no reported adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Eval in progress but not concluded. Device repaired and returned (a replacement pump was provided).